Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on january 29th, 2020. It was reported that the patient needed new antenna and the issues were resolved. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Other applicable components are: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that while the patient was charging their implantable neurostimulator (ins), the percentage decreased as opposed to increased. The patient was able to charge earlier in the day and finished, but then the percentage dropped back into the red instead of going into the green. The rep stated that the patient had been having issues the past couple of days prior to the report; they used the belt to charge and usually were alerted with a beep if the recharging needed attention. The patient had high definition (hd) programming, so they likely charge very frequently. A few days later, the patient reported that it was taking three hours to charge the ins with excellent quality, and it didn¿t seem to be charging properly. It was also reported that the light would show green and then within an hour, the light would turn red and then it would start charging but would take a long time. The ins was at 30% when the patient started charging and after one hour, the battery was in the red and then it would start charging. It used to take one hour to recharge. The patient tried turning the stimulation off while charging but the charging issue did not resolve. The patient was transferred to repairs. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.